Event description:
Manufacturer's reference number ot#(B)(4).

Manufacturer narrative:
Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by a subject matter expert at the manufacturer¿s, based on analysis and provided evidence it can be confirmed that: - all three screws are present and properly tightened - the red marking on the screws indicates that they are pre-coated with adhesive. - all three washers are present therefore this failure was most likely caused by excessive mechanical stress applied to the light head or by a significant impact when the light head was in its lower position. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - volista access. Upon inspection, the mechanical damage of headlight was identified, which caused to its detachment from the arm. The headlight remained suspended by the internal cables, preventing it from falling completely. The issue was confirmed by photographic evidence. There was no injury reported, however we decided to report the issue out of an abundance of caution, as any component falling into the sterile field or during a procedure may cause contamination or injury.

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.